Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre-discharge check post-implant, it was discovered that the atrial lead had dislodged. The lead was explanted and successfully replaced. There were no reported patient symptoms and the patient was in stable condition.